Event description:
450mm k-wire for gamma lag screw broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The k-wire received was completely sheared off at the level of approx. 48 mm from the threaded tip. Appearance of the breakage surfaces indicated that the device broke in a ductile and forced manner due to bending/torsion and thus, due to overload. According to information received from the customer, the surgeon placed the k-wire to place the lag screw in the right femur. He then had to apply side pressure to get broken pieces to line up & it snapped off in the femur 48mm off end. Most likely the applied pressure of the surgeon had led to bending/ torsion of the k-wire resulting in its breakage. A pre-damage in prior surgeries could not be excluded. The k-wire is made of implant material. Thus, material reaction is not expected. According to medical opinions and according to literature a removal of the broken off part is not necessarily required. However, a final conclusion is not possible due to outstanding x-rays. Based on available information and based on results of examination of the returned product it was suggested that this event was not device related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
A 450mm k-wire for gamma lag screw broke. The event was resolved by leaving product in patient. Addiitonal information: 3/4/2015 received product failure report via (B)(6) " surgeon placing this k-wire to place lag screw (r) femur. Had to apply side pressure to get broken pieces to line up & it snapped off in the femur 48mm off end. Surgeon decided to leave it in place."